Event description:
Per the clinic, the patient was explanted due to improper placement of the device. The patient was explanted (B) (6) 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Event description:
Revision surgery, irrigate and drained, increased to +8 shell due to being too loose.

Manufacturer narrative:
(B) (4).